Event description:
Patient presented to the physician with a pinkish discoloration at the chest incision site and a tingling sensation extending to the neck incision site and the ear. On examination, the physician confirmed an infection stemming from cellulitis. Physician prescribed antibiotics.